Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the memory. Physio then cleared the device's memory and confirmed that the event code did not return. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present after testing the device. The customer further advised that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.